Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d220725b-1). 2. The meter was shipped to pdc on 2022-06-27, and strips with 2-year shelf life were manufactured on 2022-07-25. Because the suspected items were not returned to okb, the retained meter (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 60/62; level high: 321/310) met the acceptance criteria (level low: 30~75; level high: 230~340). 3. The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 4:00pm at home. Caller stated that the meter gave the end-user a higher than normal glucose result. The caller declined to answer any questions in regards to the medical event. Caller only stated that the end-user went to the hospital due to her reading from her prodigy meter. No additional information was provided.